Event description:
It was reported that during surgery, the universal oscillating saw attachment was found to have 6 pins of the saw blade shaft broken. There was no harm to the patient and surgical time was delayed 0-15 minutes.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.